Event description:
It was reported that the tracheostomy tube was in the pt for 4 days and the cuff deflated due to a leak. The tube was removed and replaced.

Manufacturer narrative:
Return of the disposable cannula tracheostomy tube for failure investigation has been requested. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.